Manufacturer narrative:
Investigation results; a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc required multiple depression of the button before it retracts. The following information was provided by the initial reporter: safety button on IV catheter does not immediately cause retraction of needle into handle when depressed. The needle will retract with repeated attempts at depressing the button.